Event description:
It was reported that an aortic hematoma occurred which required hospitalization. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross system and a watchman trusteer access system (was) was introduced into the inferior vena cava (ivc) to the superior vena cava (svc). A standard inter-atrial septum tenting was achieved. As radiofrequency (rf) energy was delivered, the versacross rf wire did not emerge into the left atrium (la). A rewiring, pull down, and a second transseptal puncture attempt was made. At this point, transesophageal echocardiogram (tee) physician noticed a growing hematoma behind the aortic valve on the la side. The procedure was aborted; the patient was woken up and kept hospitalized under observation.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review: media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. Media review confirms the reported event. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037710568. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hematoma (hospitalization). Risk review: a risk review was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an aortic hematoma occurred which required hospitalization. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross system and a watchman trusteer access system (was) was introduced into the inferior vena cava (ivc) to the superior vena cava (svc). A standard inter-atrial septum tenting was achieved. As radiofrequency (rf) energy was delivered, the versacross rf wire did not emerge into the left atrium (la). A rewiring, pull down, and a second transseptal puncture attempt was made. At this point, transesophageal echocardiogram (tee) physician noticed a growing hematoma behind the aortic valve on the la side. The procedure was aborted; the patient was woken up and kept hospitalized under observation. It was further reported the patient was stable throughout the procedure and was discharged the following morning.

Event description:
It was reported that an aortic hematoma occurred which required hospitalization. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The versacross system and a watchman trusteer access system (was) was introduced into the inferior vena cava (ivc) to the superior vena cava (svc). A standard inter-atrial septum tenting was achieved. As radiofrequency (rf) energy was delivered, the versacross rf wire did not emerge into the left atrium (la). A rewiring, pull down, and a second transseptal puncture attempt was made. At this point, transesophageal echocardiogram (tee) physician noticed a growing hematoma behind the aortic valve on the la side. The procedure was aborted; the patient was woken up and kept hospitalized under observation. It was further reported the patient was stable throughout the procedure and was discharged the following morning.

Manufacturer narrative:
B5: information added. H6 evaluation method code changed from device not returned to device discarded.